Manufacturer narrative:
The manufacturer received a report that a sterile drape warmer cover (ors-100), lot 3265la0400 ((B)(4) unit), had microscopic holes on the bottom. No sample was returned; an image was provided and the complaint was confirmed based on the customer report and image. Review of the edhr for lot 3265la0400 ((B)(4) units manufactured 26-27 jun 2025) identified no related nonconformances and the lot was manufactured and released per approved procedures. The condition could not be replicated and the investigation was inconclusive regarding where the nonconformance was generated due to lack of returned sample. Risk was assessed as negligible/low; no field action was required. A quality alert/complaint notification was issued on 09-feb-2026 and the issue will be tracked and trended (fourth similar incident for ors-100 within one year).

Event description:
Customer reported that the item had microscopic holes on the bottom. One unit (ors-100 drape warmer) from lot 3265la0400 was reported as affected. No patient injuries, infections or complications were reported.